Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter zip code: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg did not have the correct additive in the tube.